Manufacturer narrative:
(B)(6). Device manufacture date: december 15, 2017 - december 19, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no noted the fill port cap/sterility cap was missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterility cap from a large volume infusor was missing. This event occurred before use of the device. There was no patient involvement. No additional information is available.